Event description:
It was reported that the actual lead was not received for evaluation. Performance data was collected from the lead and analyzed. The data subsequently was out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was varying resistance/impedance. There were both high and low impedance paces on the atrial lead (warning on (B)(6) 2008).